Manufacturer narrative:
Device evaluated by manufacturer: the promus select ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. The stent profile was examined and the promus select had damage mid-stent with stent struts lifted and pulled in a distal direction. The undamaged promus select od (outer diameter) was measured within maximum crimped stent profile measurement a specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found multiple shaft polymer extrusion kinks. An attempt was made to load a recommended 0.0140 inch test guidewire via the distal tip. The wire could not track past the shaft polymer extrusion kinks. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal left anterior descending artery (lad). Following predilatation, a 16 x 3.00 promus premier select stent was selected for treatment, but while inserting the drug eluting stent through a guide catheter, slight resistance occurred. While inside the vessel, difficulty navigating the drug eluting stent on the wire occurred. The drug eluting stent was not deployed, and the device was removed from the patient. It was noticed that some struts were not crimped well on the balloon. It was noted that it was unknown whether the stent was already damaged during the opening of the package, or if it had become damaged while inserting into the guide catheter. No issues were present upon opening the package. The procedure was completed with a promus stent. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal left anterior descending artery (lad). Following predilatation, a 16 x 3.00 promus premier select stent was selected for treatment, but while inserting the drug eluting stent through a guide catheter, slight resistance occurred. While inside the vessel, difficulty navigating the drug eluting stent on the wire occurred. The drug eluting stent was not deployed, and the device was removed from the patient. It was noticed that some struts were not crimped well on the balloon. It was noted that it was unknown whether the stent was already damaged during the opening of the package, or if it had become damaged while inserting into the guide catheter. No issues were present upon opening the package. The procedure was completed with a promus stent. No patient complications were reported in relation to this event.